Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified right coronary artery. A rotoblator was used to remove some of the heavy calcification; however, the device got stuck and a balloon catheter was used to remove the device. A 3.5 x 33 mm xience alpine stent was implanted and then a second 3.0 x 18 mm xience alpine was implanted when there was plaque shift. There was a gap between the two stents, so a 3.5 x 33 xience alpine could not cross the lesion due to the plaque. A 3.5 x 12 mm xience alpine was then advanced and it also could not cross the lesion due to the plaque. A guideliner was being advanced when the shaft kinked and a 3.0 x 12 mm xience alpine was advanced through the guideliner, but it also could not cross and the shaft kinked. A 3.0 x 28 mm xience alpine was then advanced and it also would not cross due to the plaque. An unknown balloon catheter was successfully advanced to the lesion and inflated to treat the gap between the two implanted stents to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.